Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used for an esophageal dilation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon had a pinhole. The procedure was completed with this device. There have been no patient complications reported as a result of this event.